Event description:
Edwards received notification of a live case presented at pics-ipc istanbul 2024 whereby a 19-year-old patient with a (B)(6) valve model implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years and thirteen (13) days due to degeneration and fixed leaflets leading to regurgitation. As reported, presented with worsening symptoms. A 26mm transcatheter valve was successfully implanted within the edwards surgical valve. Patient was doing well.

Manufacturer narrative:
H11: additional manufacturer narrative: echo videos were received and reviewed by an expert in echocardiography. The brief echocardiography clips presented, show an edwards ce magna 25mm in the pulmonary position. The pulmonary prosthesis leaflets appear thickened with restricted mobility. There is also significant, central (transvalvular regurgitation) present. No doppler information provided to assess gradient or more accurately define regurgitation. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Ttissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including the patients age at implant and the implant position in addition to a history of tetralogy of fallot.